Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sundance upgrade kit, the generator interface board, and the video controller were installed. The software and calibration files were reloaded. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the sys displayed a black screen. The case was completed with another sys. No pt injury was reported.